Event description:
Tampon would break off inside- vagina [foreign body in reproductive tract]. Cramping (pain) [dysmenorrhoea]. Pain - vagina [vulvovaginal pain]. Heavy menstruation [heavy menstrual bleeding]. Tampon would break off inside [device breakage]. Tampons wold leak out one side [device leakage]. Case description: consumer reported via rr that tampons would leak and the other side would be dry and break off inside. No serious injury reported.